Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled off necrosis during a lumen apposing metal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when deploying the distal flange the catheter was not coming out and the stent accidentally deployed in the stomach. The stent was removed and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1 and h6 (device codes) have been updated with the additional information received on august 26, 2020, september 03, 2020, and september 8, 2020. Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled off necrosis during a lumen apposing metal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when deploying the distal flange the catheter was not coming out and the stent accidentally deployed in the stomach. The stent was removed and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on august 26, 2020, september 03, 2020, and september 8, 2020*** the complainant reported that the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed in the scope; however, the physician had trouble releasing the second flange out of the scope. Reportedly, pulling the device resulted in the first flange of the stent moving out from its original position. No intervention was required as the stent was removed with the scope.